Event description:
The customer reported to beckman coulter (bec) an ongoing issue with aspiration n*, p**, and c*** errors on the coulter lh 750 hematology analyzer. The customer stated the instrument generated results similar to background counts (0, 0.1, and 0.2) for all parameters. Sample printouts were requested for review. However; the customer stated that results are not available. All results obtained from this instrument were discarded. The customer ran and reported results, from a different lh750 analyzer in the laboratory, that were considered correct. Per the customer, the lh 750 instrument (serial number (B)(4)) has been taken out of service. The erroneous results were not reported out of the laboratory. There was no death, injury or effect to patient treatment. Aspiration errors definitions: *aspiration n - instrument log sensor detected diluted blood or non-blood sample. Check sample and rerun. Yellow traffic light is displayed until autostop condition is reached. **aspiration p - instrument log blood front and rear sensors detected partial aspiration (cass/pos>). Check sample for sufficient volume, check needle for clogs and rerun sample. Yellow traffic light is displayed until autostop condition is reached ***aspiration c- instrument log diluent front and rear sensors detected carryover. Re-run sample. Yellow traffic light is displayed until autostop condition is reached.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) went to the customer site and replaced several hardware components before this event. On (B)(4) 2013, the fse replaced a needle cartridge, rocker bed, and rocker bed locks and switches. However, the customer was continuing to have the aspiration n, p, and c errors. Per phone conversation with the customer on (B)(6) 2013, the customer stated that the fse was on site on (B)(4) 2013 for the same issue. At this time, the fse replaced the cassette springs and adjusted the rocker bed sensors resolving the aspiration errors. Currently, the instrument is operational. The failure mode was related to the faulty cassette springs and the rocker bed sensors.